Event description:
It was reported that the pump pocket was infected. No other patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.